Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a broken femoral stem. Break occurred at the distal part of the stem.

Manufacturer narrative:
Patient was revised to address a broken femoral stem. Break occurred at the distal part of the stem. Update received 5/29/14. Patient contacted depuy as a result of a broken stem and a painful hip. Update rec¿d 07/23/2014 and 07/28/2014 - patient's medical records were received. Records indicate the patient was revised to address pain and a malunion of the left greater trochanter. Records also indicate the patient had a closed reduction to treat a dislocation on (B)(6) 2012. The patient's head and liner are being added to the complaint. Doi: (B)(6) 2012 - dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. A review of the device history records and material certification for the broken stem component did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported complaints against any of the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, the complaint is not product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Patient x-rays and medical records were received. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.